Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to replicate any failure. Entire console was vacuumed including both the compressor and chassis fans. Scroll compressor shock mount screws were resecured. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: g4 (PMA/510(k)#).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during therapy, the cardiosave intra-aortic balloon pump (iabp) had a temperature alarm. No patient injury harm reported.